Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that post implant, the patient presented to clinic for follow up and a high capture threshold was noted. Noise was also noted on the ventricular lead. Imaging showed normal lead position. The device was reprogrammed and the physician plans on a revision.